Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent two gynecological surgical procedure in (B)(6) 2017 and mesh was implanted, due to prolapse of the bladder and uterus. It was reported that in 2018, the patient experienced pelvic pain, urinary tract infections, vaginal scarring, painful sexual intercourse and bleeding. It was reported that the patient underwent mesh removal surgery in (B)(6) 2020. Other procedure is captured under separate file. No additional information was provided.